Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer received sensor readings that were significantly different from her blood glucose. She stated the sensor showed 109 mg/dl, while her blood glucose was 218 mg/dl. Another time, the customer's insulin pump went into a threshold suspend while her blood glucose was 143 mg/dl and the sensor gave a reading of 66 mg/dl. The customer stated she was storing her sensors in the refrigerator. She was advised to allow her sensors to warm to room temperature, prior to insertion. Insertion site choices and calibration techniques were discussed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 2032227-2014-21716.